Manufacturer narrative:
Section d9 was updated due to the part return section h6 evaluation codes were updated due to the analysis of returned part method code (annex b): remove b21 and add b01 reslult code (annex c): remove c21 and add c02 and c13 conclusion code (annex d: remove d16 and add d02 component code (annex g): remove g07003 and add g02005 h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during servicing, when this pb980 ve ntilator was powered on, it emitted smoke from the back of the ventilator. The device was available for evaluation. While the service personnel (sp) was servicing the ventilator, replaced the graphical user interface (gui) ui printed circuit board assembly (pcba) as it was thermally damaged. As an additional issue, sp found the unit failed the mix accumulator test and replaced the pressure switch. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The pressure switch was not returned to medtronic for further investigation. One gui ui pcba was returned to medtronic for failure investigation. Visual inspection determined a thermal damage to the capacitor c173. The cause of the event was isolated to a thermally damaged capacitor c173 on the gui ui pcba. The cause of the additional issue of mix accumulator test failure was isolated in the field to a potential fault in pressure switch. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: the device has been received and is under anlysis at the medtronic japan service center. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during servicing, when this 980 ventilator was powered on, it emitted smoke from the back of the ventilator. The ventilator was not in use on a patient at the time of the reported event.